Event description:
The patient had a right total knee arthroplasty 3 years ago. The implant was inserted at that time. Patient continued to have pain in her right knee after this surgery. Nov. 92. An arthroscopy showed wearing of the tibial component/delamination of the tibial component (per h&p on patient's chart). This device was removed at mercy on 2/22/93 and on 2/24/93 was sent to: doctor per the patient's request, for independent evalvationinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: component failure, none or unknown, other. Conclusion: other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.